Event description:
The peritoneal dialysis (pd) patient reported problems draining during drain of 1 of pd treatment on the liberty cycler. During troubleshooting, the patient stated that he was currently being treated for an infection and has had some fibrin previously. The patient stated that he was on his third catheter and believe the issue was related to his ongoing catheter problems. The patient needed treatment and was referred to his doctor or pd nurse, during a follow-up call, the pd nurse stated that the patient had cloudy effluent and went to the pd clinic for evaluation. The patient was diagnosed with peritonitis and was treated outpatient with intraperitoneal antibiotics. The peritonitis event predated the drain cycler complications.

Manufacturer narrative:
A clinical investigation was performed. The patient had 2 catheter replacements due to not draining/malfunctions in 2005. The cause of peritonitis was unknown. Per the fmc associate medical director, peritonitis is a known complication of peritoneal dialysis, usually caused by a break in the sterile field or aseptic technique. There is no history of fluid leaks, cassette breaks, or device malfunction. A batch record review was also conducted and conformed there were no deviations or nonconformance during the manufacturing process. Product labeling, and process controls were within specification, however product may be damaged by improper handling or technique during set up by the patient/cilician. Further evaluation found no device malfunctions that would have caused the reported peritonitis event.